Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation, a stylet stuck in lead distal coil and there was apparent explant damage. The analyst commented that the helix will not extend at the time of analysis due to the dried blood in the distal conductor preventing torque transfer when the is-1 pin is rotated.

Event description:
It was reported that two days after implant the accumulated ticks on the sensing integrity counter (sic) was forty-five and that manipulating the device caused oversensing. During a revision procedure it was noted that there was a lot of blood pressed out of the sealing lip (grommet) of the device header on introducing the new lead. It was questioned if the blood in the header may have caused oversensing from a short circuit mechanism and it was noted there was an amount of blood inside the lead. The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.